Event description:
Events occurred in 2008. User reported 4 events of chemotherapy agents leaking when using the vented vial access device. Reported leaks occur most frequently with 25 ml vials of adriamiacin 50 mg from bedford labs as well as with 13 ml vials of other chemotherapy agents but not as frequently. No user harm or additional event information available. Product was received. The investigation is on-going. A follow-up repot will be field upon completion of the investigation.

Manufacturer narrative:
Patient information requested, and all available information is included.